Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Fluoroscopy imaging was performed and the rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.